Event description:
Reportable based on product analysis completed on (B)(6) 2012. It was reported that during an embolization treatment procedure, the coil would not advance in the catheter. The patient was undergoing treatment of a "low digestive tube". While introducing the 4.0x30mm 2d helical 35 coil into the catheter, resistance was noted and the coil became stuck. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status is stable. Additional information was requested and is not available. However, device analysis revealed the coil's zap tip was detached.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed only the coil was returned. The coil was severely stretched on one side. The zap tip was missing; however, there was zapping powder residue on the returned coil indicating the zapping process was completed. Microscopic inspection observed the shape and surface of the opposite zap tip was smooth. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).